Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: based on the received x-rays from the front view, the position of the blade was upper than the proper position. Therefore the complaint will be rated as confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
5/26/2019: updated event description: device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) with japanese proximal femoral nail antirotation (pfna-ii) system was applied for left femoral trochanteric fracture. An unknown nail with 130 degree was selected. However, at the middle of an insertion of the pfna-ii blade with 85mm into the patient's leg, the blade could not advanced further. But, at that time, the sale consultant who presented the surgery became aware that an unknown aiming arm used for the blade insertion was for 125 degree. Thus, the surgeon removed the blade and changed an aiming arm to the correct one. Then, the surgeon connected the blade to an unknown impactor but were not connected properly. So, when the surgeon tried to lock the blade, it could not be locked, thus, the impactor detached from the blade. Moreover, the surgeon tried to re-connect them, however, it was not successful. Thus, the surgeon thought that the locking mechanism of the blade broke. Then, removed the blade and inserted another new blade with 80mm. The procedure was successfully completed with a 60 minutes surgical delay. Patient is currently in the hospital. The sales rep commented that based on x-rays from the front view, the position of the blade was upper than the proper position. Besides, the blade insertion was done twice during the surgery and the bone was partially broken during an insertion of the first blade. Additionally, after completion of the second blade insertion, the bone was partially broken around the blade. There was a possibility of performing an artificial bone head replacement if pain continues. Surgeon then commented that there was a risk of cut out when bearing was started and dry checked of device combination should have been done. Concomitant device reported: unknown insertion handle (part# unknown, lot# unknown, quantity 1) unknown pfna nail (part# unknown, lot# unknown, quantity 1) . This report is for one (1) unk - nail head elements: pfna. This complaint involves four (4) devices.

Manufacturer narrative:
510k: this report is for an unknown pfna blade 80mm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device remains implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Based on the received x-rays from the front view, the position of the blade was upper than the proper position. Therefore the complaint will be rated as confirmed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) with japanese proximal femoral nail antirotation (pfna-ii) system to treat left femoral trochanteric fracture. An unknown nail with 130 degree was selected. However, at the middle of an insertion of the pfna-ii blade with 85mm into the patient's leg, the blade could not be advanced further. At that time, the sale consultant who was presented at the surgery became aware that an unknown aiming arm used for the blade insertion was for 125 degree. Thus, the surgeon removed the blade and changed an aiming arm to the correct one. Then, the surgeon connected the blade to an unknown impactor but were not connected properly. So, when the surgeon tried to lock the blade, it could not be locked, thus, the impactor detached from the blade. Moreover, the surgeon tried to re-connect them, however, it was not successful. Thus, the surgeon thought that the locking mechanism of the blade broke. Then, surgeon removed the blade and inserted another new blade with 80mm. The procedure was successfully completed with a sixty (60) minutes surgical delay. Patient is currently in the hospital. The sales rep commented that based on x-rays from the front view, the position of the blade was upper than the proper position. Besides, the blade insertion was done twice during the surgery and the bone was partially broken during an insertion of the first blade. Additionally, after completion of the second blade insertion, the bone was partially broken around the blade. There was a possibility of performing an artificial bone head replacement if pain continues. Surgeon then commented that there was a risk of cut out when bearing was started and dry checked of device combination should have been done. Concomitant medical products reported: unknown insertion handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown pfna blade 80mm. This is report 4 of 4 for complaint (B)(4).